Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported that the patient on impella cp support developed bleeding at the right femoral artery access site, which was managed by adjusting the insertion angle and redressing the site. The patient received two units of red blood cells, and heparin therapy was held. On day five of impella support, the patient developed significant bleeding from the mouth and nose, prompting discontinuation of anticoagulation. The patient also presented with thrombocytopenia. Due to a recent effient dose, thrombocytopenia, and ongoing oral bleeding, the surgeon decided to postpone the planned upgrade to the impella 5.5. In the operating room, the patient received two units of packed red blood cells and two units of platelets. The patient was then returned to the ICU in stable condition and remains on impella support.

Manufacturer narrative:
The investigation of access site bleeding, vascular damage - peripheral vessel, and thrombocytopenia has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely use issue since angle changed and was redressed, which resolved the oozing. The root cause of vascular damage peripheral vessel was most likely patient condition since patient had bleeding from multiple sites other than access site. The root cause of thrombocytopenia cannot be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ a.4. Weight was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-30033. E.1. Fax number was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-30033. Phone number was revised since the initial manufacturer device report number 1220648-2025-30033 was submitted. H.6. Code 4644 was reported incorrectly on initial manufacturer device report number 1220648-2025-30033. A new code was added. H.10. Instructions for use were updated since the initial manufacturer device report number 1220648-2025-30033 was submitted.